Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the eccentric, mildly tortuous, proximal left anterior descending artery. Pre-dilatation was performed with a 2.5 x 20 mm balloon. The 3.5 x 28 mm xience xpedition stent was deployed at 11 atmospheres (atm); however, there was still a waist in the stent. Post-dilatation was performed with a 3.0 x 15 mm balloon which was taken to 14 atm and there was still a waist in the stent. The balloon was then inflated to 16 atm. Optical coherence tomography (oct) revealed some tissue prolapse. Stent boost was utilized at which time a stent strut fracture was observed. It is possible that the stent caught on calcium; however, no resistance was felt advancing the stent. Another stent was deployed over the fractured strut. There was no clinically significant delay in the procedure reported; however, it was stated that the patient may need a longer duration of dual antiplatelet therapy to prevent restenosis. No additional information was provided.